Manufacturer narrative:
Cec adjudicated death as vascular due to cerebral hemorrhage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medication withdrawn after the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Approximately 3 months post index procedure, the patient suffered a cerebral haemorrhage (stroke). The cerebral hemorrhage was treated with a surgical procedure and was relieved after surgery however the patient died one day later. The death was classified as non-cardiac. The investigator and sponsor assessed the event as not related to the index device or antiplatelet medication.